Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.3-11.2cm from the proximal cut end of the middle piece. Internal insulation abrasion was noted at 8.6-9.2cm and 14.0-15.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during the explant procedure for an unrelated infection, externalized conductors were observed. There were no adverse consequences related to this event.